Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at 12:40 pm and at 3:25 pm on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bgs, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed at 11:42 am, with 24.7 units being primed through the infusion set tubing. There were no erratic basal rate adjustments. There is no evidence that the pump experienced a malfunction or failure. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 42 mg/dl. Reportedly, the cause was unknown, but contact believed bg was due to the cartridge. Customer's parents addressed bg by giving candy and sugar to the customer as the customer is a toddler. During a follow up on (B)(6) 2019, the contact reported that a cartridge leaked. However, the location of the leak was unknown. A new cartridge was loaded to address the event.